Event description:
It was reported that the flotrac is broken at the top of the white plastic ft transducer case where the patient side of the tubing meets the white plastic. It is a clean break. Unsure which lot # was used possible lot # 58763676.

Event description:
Customer reportedly received results of 306 mg/dl and 133 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 250 mg/dl back to back with a result of 110 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.